Manufacturer narrative:
D4. Lot #: added data. D4. Catalog #: added data. D4. Expiration date: added date. D4. Unique identifier (di)#: added data. D6. If implanted, give date: added date. H4. Device manufacture date: added date. H6. Results code 1: corrected code. H6: code 213 - the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. H6: code 22 - according to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleaks.

Event description:
The following information was received by gore: on (B)(6) 2015, this patient underwent endovascular treatment for a type b uncomplicated aortic dissection and was treated with a conformable gore® tag® thoracic endoprosthesis. The patient had reportedly undergone previous endovascular repair of both abdominal and descending thoracic aortic aneurysms. On (B)(6) 2015, follow-up computed tomography (CT) imaging identified lesion growth and a diameter of 64 mm. On (B)(6) 2015, the patient was implanted with three stentgrafts to maintain patency of both renal arteries and the super mesenteric artery (sma) using chimney technique. On (B)(6) 2015, the stentgraft for the sma was repositioned and an additional thoracic endoprosthesis was implanted. From (B)(6) 2016, to (B)(6) 2017, the lesion diameter was found by a number of follow-up CT imaging examinations to have steadily increased from 76 to 90 mm. On (B)(6) 2018, endovascular debranching of the right accessory renal artery was performed and a gutter endoleak was embolized. After follow-up CT imaging illustrated a further increase to 93 mm on (B)(6) 2018, imaging performed on (B)(6) 2018, confirmed a decrease to 88 mm.